Event description:
Patient / consumer stated the equate antibacterial denture cleanser caused her mouth to burn and hurt. This was the consumers first time using this product. Medical attention was not sought.